Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level of "high", specific value not provided. Customer changed the pump supplies to address the elevated (bg).